Manufacturer narrative:
(B)(4). The lot was manufactured between october 24, 2013 and october 25, 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device was filled with fluorouracil and normal saline (total volume was 84 ml) and attached to the patient for an infusion. Seven days later, the device had not completely emptied. The hospital checked the patient¿s line and no issues were found. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.